Event description:
It was reported that the 2600 system will not fully boot up and system will not x-ray. It was also noted that the serial number miss match displayed on the control, however the table and workstation are fully functional. An alternate unit was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Removed the corrupted software disk and replaced it with the back up disk. Reconfigured system to original settings. The system was tested, and found to be working as intended, and placed back into service.